Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experience continuous elevated blood glucose (bg 250-545 mg/dl); cause was not known. Correction bolus and insulin pen were used to address bg. Pump system check was performed with tandem technical support and pump was found to be functioning properly. Customer changed out infusion set. Bg lowered during time of report. Reportedly, customer resumed pump therapy.